Manufacturer narrative:
The device remains implanted and has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm the root cause of the reported clinical observations; however a review of the instructions for use for this device noted that inappropriate shock is a known inherent risk of the use of this device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the hospital after receiving multiple inappropriate shocks due to sinus-tachycardia, and the sustained rate duration (srd) timed out. The atrial sense beat fell into the blanking period due to premature ventricular contractions (pvc). The ventricular rate was deemed faster than the atrial rate and therapy was delivered, but not exhausted. Programming changes were made to turn off srd and adjust the vr detection enhancements. At this time, the device remains implanted and no additional adverse patient effects were reported.